Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was reproducible during site visit. The console failed the inspection due to a defective low pressure regulator and low pressure regulator gauge. Replacement of these console parts resolved the issue. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the user was continuously receiving system notice message 22406 (the balloon is deflated) on the cryoconsole when trying to inflate the balloon of the cryoablation catheter during a procedure. The user was able to complete the cryoablation procedure using a second cryoconsole. There were no patient complications. Reportable based on evaluation completed (B)(4) 2014.